Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high resistance/impedance out of the box. The lead, with the analyzer, was 1600 ohms and through the device was 2600 ohms. The analyzer and all the cables werereplaced and the readings were the same. The lead is still in use. No patient complications were reported as a result of this event.